Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least fifteen (15) amia automated pd cycler sets were missing the tip protector (pull ring cap) on the patient line. This was observed during set up of the devices for peritoneal dialysis therapy. There was no visible damage to the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.